Event description:
This the second of two reports for the same healthcare worker, refer to 2084725-2005-00011 for first report. It was reported by the director of gi that a healthcare worker experienced blotchy, reddened, swollen facial symptoms after processing scopes with cidex opa. It is reported they were wearing appropriate ppe with in contact with opa. Symptoms began at work and worsened upon returning home. Again they were treated with prednisone and their symptoms subsided and is symptom free at this time. Follow-up with the employee indicates that before the end of 2004 when taking scopes out of the closet they experienced bad irritation of weeping wound on hands. Irritation subsided when they began wearing gloves.